Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat an endoleak sac using ruby coils. During the procedure, the physician successfully placed a pod packing coil using a lantern. A ruby coil was then inadvertently advanced into thrombus within the endoleak sac and, consequently, the ruby coil unintentionally detached. The physician then used a snare device to remove the detached coil, and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.